Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip. Device had broken battery tube threads, missing reservoir tube o-ring. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the chips in insulin pump and pieces were missing near battery cap and near reservoir chamber. Customer¿s blood glucose level was unknown. Customer also reported no delivery alarms but had been able to trouble shoot the alarms on her own. Customer declined for troubleshooting. The device will not be returned for analysis.